Event description:
A (B)(6) female pt (hygienist), who has a history of having very sensitive hands, wore these gloves which allegedly dried out her hands and made them bleed. The pt also developed an infection on one thumb which looked like a very bad burn that was bleeding. Pt went to a dermatologist who prescribed steroids, antibiotics and a cream. Her hands are fine now after using the prescribed medication. She was the only person affected.